Event description:
The malem alarm has literally exploded at night when my son was sleeping. It got very hot when he was sleeping and the batteries leaked out at night. The alarm is new and I don't know what caused it. I set it up and used it as it was supposed to do. But it took 1 hour after my son went to sleep to explode and injure him. The alarm is hot and burnt his skin near his neck. I am very upset and scared to use any other alarm as well.